Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 40% to 5% while connected to a power source. The customer's blood glucose level was 200 (mg/dl). The pump battery then jumped up to 100% after being connected to a power source via computer. During follow up, the customer reported that the alert had not reoccurred after charging the pump.